Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump display screen periodically freezes and has happened twice. Customer's blood glucose was 210 mg/dl at the time of incident. Troubleshooting found that the clock is advancing by itself. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery alarm tests due to no button response. Unable to confirm the prime or fill anomaly due to no button response. No frozen screen was noted and time clock advanced properly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads.